Event description:
Cortrak placed [redacted]. On [redacted]-13 days later, the cortrak tube appeared to be clogged. The rn attempted to unclog the tube by pushing a pancreatic enzyme/bicarbonate solution, and at approximately 65cm on the tube a bubbling/aneurysm appeared but did not burst. The tube was secured at 60cm at the nare, so this occurred outside of the patient. The tube was removed; no additional bubbling appears throughout the rest of the length of the tube.